Event description:
It was reported that catheter was used off-label to perform a posterior wall ablation and the patient experienced a pericardial effusion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. It was noted that the patient had a mild pericardial effusion prior to the procedure. Ablation was performed at the pulmonary veins and the posterior wall. Use of the catheter to perform a posterior wall ablation constituted off-label use of the device, as it is indicated to perform pvi per the instructions for use (IFU). After pulling back the faradrive sheath to the right atrium (ra) and removing the farawave catheter testing was performed to see if the patient had atrial flutter; if confirmed a radio frequency ablation of the cavotricuspid isthmus line would be performed. When repositioning the coronary sinus (cs) catheter along the crista terminalis and the cs it was noticed that the effusion had increased in size. A pericardiocentesis was performed and approximately 600ml of dark venous blood was withdrawn. It was not determined where exactly the effusion was located, though it was suspected to be somewhere in the right atrium (ra). Upon patient stabilization and normalization after the effusion was reduced a chest tube and drainage system were placed to monitor any further drainage needs over the next 24 hours. The procedure was then resumed to ablate the cti line for atrial flutter with a non-boston scientific rf catheter. The procedure was completed successfully. The patient fully recovered from the effusion after the procedure. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.